Event description:
Related manufacturer reference number: 2017865-2019-08998 it was reported that the patient¿s right atrial (ra) and left ventricular (lv) leads had become dislodged post implant. Physician repositioned the ra lead successfully on (B)(6) 2019, however the lv lead could not be repositioned to a suitable position and had become misshaped. Physician explanted the lv lead and implanted a new lead successfully. Patient condition was stable before, during, and after procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received stated old left ventricular lead position had some anodal stimulation.